Event description:
It was reported that the patient developed mild edema, issue was related to the healon duet pro. Account indicated that on the seventh postoperative day, the use of corticosteroid eye drops (ster, four times daily on a tapering schedule) and ocular hypotensive drops (drusolol, every 12 hours) was prescribed to manage the condition. The patient was checked on (B)(6) 2026 during which a formed anterior chamber, and a well-positioned intraocular lens was observed; however, there was inferior corneal edema 2+. The patient remains under follow-up. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). Device evaluation: the healon was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. The reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that two additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.